Event description:
Customer reported the reservoir compartment and the battery compartment were broken. Customer's blood glucose was 69 mg/dl, treated by eating. Customer does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.